Event description:
Caller reported aviva system blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, 170 mg/dl, and 360 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
During a right percutaneous nephrolithotomy, the physician made multiple re-sticks. A small piece of the guide portion off the sensor wire was sheared off in the renal fat. The or personnel opine it was because the physician was very roughly trying to advance the guidewire. The patient was fine and discharged to home. The case was aborted because access was unsuccessful.